Event description:
It was reported that during a procedure of the heavily tortuous, left anterior descending (lad) artery, the 2.0 x 15 mm voyager balloon dilatation catheter (bdc) was being inflated once at 2 atmosphere (atm) when the balloon ruptured. The device was removed and replaced with a second device to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device and scanning electron microscopy (sem), there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.